Manufacturer narrative:
The return sample consist of one cassette product from p/n 21-7302-24 lot number unknown. The returned sample was received in used conditions inside a plastic bag, without its original packaging. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. During inspections of the return sample, no abnormalities were detected. The cassette was connected to the cadd legacy plus to look for unusual functions; and the sample was fully priming and connected without difficult. During testing the pump was set and ran with no alarm activated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and no alarm activated. No corrective actions are required since the complaint was not confirmed. However, production personnel were notified by quality engineer of the defect reported by the customer.

Event description:
It was reported that during use of the cadd cassette reservoir, an alarm sounded and the product became inoperative. No death or serious injury was reported in connection with this incident.